Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. She had tried most of her programs and when she tried to increase her stimulation, it became uncomfortable and her leg would cramp. Subsequent information reported that her neurostimulator had impedance measurements of >4000 ohms on all bipolar pairs. When the last test was rerun with the default values increased, impedances were >4000 ohms on all electrodes except c to #3 (increased values up to 2.0 volts at 330 pw). There was no trauma or falls associated with the high impedance issue. Additional information was requested.